Event description:
During a myosure procedure for the removal of a 4cm fibroid it was noted ¿the pt was bleeding heavily.¿ seventy percent of the fibroid had been removed when the bleeding occurred. They attempted to use a foley catheter to stem the bleeding without success. The physician aborted the procedure and performed a hysterectomy (admission and discharge dates unk). On (B)(6) 2012, it was reported that no uterine perforation seen during a post hysterectomy pathology exam. On (B)(6) 2012, it was reported ¿the pt is doing well.¿

Manufacturer narrative:
Lot number of the disposable device was not provided by the complainant, therefore the exp date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) reviews were not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. (B)(4).